Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error, pump error and damage on the insulin pump. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer stated that the display was blank and the pump beeped. The customer reported crack on the battery compartment. The customer was not able to rewind the pump. The product was returned for analysis.